Manufacturer narrative:
A ge service representative performed an onsite investigation. The I/o transition pcb was evaluated and replaced. Installation of the component was to be completed by the facility biomed department. No conclusion can be drawn as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that the system intermittently failed to display fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.